Event description:
Complainant alleged that while attempting to defibrillate a pt (age unknown) the device would not charge from paddles. The user was able to charge from the defibrillator, however the paddles did not allow the device to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. The pt subsequently expired.